Manufacturer narrative:
Device received with a bent cannula. It cannot be determined how or when this damage occurred. Data downloaded from the device contains no timeouts indicative of an obstructed fluid path. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 282 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus of 3.5 units. The ketones were trace.